Event description:
It was reported to boston scientific corp on march 13, 2007 that after the placement of an ultraflex stent system (pt age and gender unk), the stent would not expand. The physician "tried to open the stent with the endoscope" and was not successful. He removed the device and completed the procedure successfully using another same device. The pt's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the releationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007, 15-months trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.